Manufacturer narrative:
Operator of device and initial reporter are unknown; no additional information has been received to date. Operator of device: patient/consumer. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette or tubing caused the pump to alarm. The cassette and tubing were changed to new ones and the infusion continued. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received and attached on 12/jul/2022 via email: patient details added. Additional information received and attached on 18/jul/2022 via email: devices not available for investigation.

Manufacturer narrative:
Other, other text: d4: lot number: updated d4: expiration date: updated h4: device manufacture date: updated h6: event problem and evaluation codes: updated h10: no product was returned therefore, no visual or functional evaluation could be performed. Results: we are unable to confirm the reported complaint as no sample was received. Root cause of the reported event is unknown and could not be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.